Event description:
It was reported that the lower display on the external pulse generator (epg) is faded and not clear. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display was faded and unclear and attributed it to missing pixels. Analysis also found that the upper and lower cases and the ring cover were broken, one case screw was missing, they battery contacts were compressed, the ring was bent and the keyboard was scratched. (B)(4).